Event description:
Event description boston scientific received information that one day post implant, this pacemaker exhibited noise on the ventricular channel with a 3120 programmer. Interrogation was then performed with a 2920 programmer with no interference or noise. The rhythm strips were faxed to technical services for review. No adverse patient effects were noted.